Manufacturer narrative:
The returned device was evaluated and the needle did not deploy while with the user, so it would not have had issues retracting while with the user. Rotational sensor errors resulted in the device completing the priming sequence earlier than expected. These rotational sensor errors can be attributed to the contamination found on the commutator cap.

Event description:
It was reported while a patient had activated a pod the needle had not retracted from the pod. The pod was not worn. The patients reported blood glucose level was over 250 mg/dl. The pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.